Event description:
I observed biomed going into room. He was called to the room because the tower that has had a continued equipment disruption was again malfunctioning. He was unable while I was there to correct the problen. During the downtime of the tower the surgeon decided not to continue with the procedure, not related to the downtime but patient surgical situation.